Manufacturer narrative:
This report is being filed on an international product, list number 02k91-38 that has a similar product distributed in the us, list number 02k91-33. (B)(6). Evaluation of the customer issue included a review of the complaint text, field data review, a design history record (DHR) review, a search for similar complaints, and a review of labeling. Return material was not available. An analysis utilizing customer field data was used to assess the specificity of the assay. Instrument data analytics (ida) reports for the architect ca19-9xr assay were reviewed to determine if the median patient values have shifted over time. The analysis concluded that the reagent lot read patient results consistently therefore determined the reagent is performing acceptably. The DHR review did not identify any potential non-conformances, non-conformances or deviations related to the complaint issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect ca19-9xr reagent, list number 02k91, lot 91003m800 was identified.

Event description:
The customer observed falsely elevated ca19-9 results while using the architect ca19-9xr assay. The customer provided the following results: on (B)(6) 2019: sid (B)(6): initial: 251.66 u/ml, retest: 3.6 u/ml. There was no adverse impact to patient management reported.